Manufacturer narrative:
Product investigation completed. As the complaint component was not returned for analysis, no product analysis could be performed. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient experienced mechanical issues with an artificial urinary sphincter (aus). A surgical procedure was performed in which the existing device was removed and replaced. During the procedure fluid loss was noted from the balloon component as a hole was identified in the junction between the "balloon nipple" and the balloon itself. The patient did not experience any further complications related to the device.